Event description:
It was reported that the pump battery "drains inconsistently and fast, can deplete 100% in less than 24hrs and has caused shutdowns". There was no reported adverse impact to the customer. The customer declined further troubleshooting from tandem technical support regarding the issue. No additional patient or event information was available.